Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission was sent from the hospital for a device check due to the patients congestive heart failure (chf) condition. Information received on the remote transmission was reviewed by qualified personnel. It was noted that the right ventricular (rv) lead displayed intermittent t-wave oversensing (twos) oversensing which was observed on several recorded non-sustained ventricular tachycardia (nsvt) episodes. Follow up was conducted. It was verified with the allied health professional (ahp) at the patient¿s clinic that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.